Event description:
A patient underwent for a port placement procedure using powerport isp m.r.I. Implantable port, groshong single lumen, 8f. After that, on (B)(6) 2025, during the procedure, it was reported that subcutaneous leakage of anticancer drugs. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport MRI isp implantable port with an attached groshong catheter was returned for evaluation. Gross visual, microscopic, tactile, functional evaluations were performed. An inhouse syringe with dye water was attached to a safety infusion set and the noncoring needle was inserted into the port septum. The port was patent to both infusion and aspiration without issue. No leaks were observed. Hydrostatic pressure was applied by clamping the distal end of the attached catheter while infusing dye water to observe for leaks. No leaks were observed. Therefore, the investigation is unconfirmed for the reported fluid leak issue as no leaks were observed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent for a port placement procedure using powerport isp m.r.I. Implantable port, groshong single-lumen, 8f. After that, on (B)(6) 2025, during the procedure, it was reported that subcutaneous leakage of anticancer drugs. The current status of the patient is unknown.